Event description:
It was reported that during a routine follow-up, the patient received a patient notifier for low ventricular lead impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): u